Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further provided that the patient ¿could observe¿ an increased spasticity. The eri of 6 months was a normal time frame and was expected.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received lioresal 432 mcg/ml at a dose of 144,91 mcg/day and clonidine 81,5 mcg/ml at a dose of 27,338 mcg/day via an implantable pump. It was reported that during normal use the pump experienced several motor stalls. The pump logs from (B)(6) 2017 indicated that on (B)(6) 2017 at 19:40 a motor stall occurred, a stopped pump period may exceed tube set occurred on (B)(6) 2017 at 19:40 and a motor stall recovery occurred on (B)(6) 2017 at 01:59. Another motor stall occurred on (B)(6) 2017 at 18:37 with a motor stall recovery on (B)(6) 2017 at 00:34. Another motor stall occurred on (B)(6) 2017 at 01:32 with a stopped pump period may exceed tube set occurring on (B)(6) 2017 01:32. Patient symptoms were not reported at this time. There were no external factors that might have led or contributed to the event. A pump replacement was already scheduled before the motor stall notifications. The scheduled explant was for the estimated replacement indicator (eri) of 6 months. The explant was planned for (B)(6) 2017 and the pump would be returned. At the time of the report, the issue was not resolved and the patient¿s status was reported as alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Previous supplemental regulatory report should have included this updated information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further provided that the pump was explanted (B)(6) 2017 as planned. The pump remained with the customer but was expected to be returned.

Manufacturer narrative:
Pump interrogation revealed the pump delivered at minimum rate of baclofene 432.0 mcg/ml at a dose of 2.65 mcg/day and clonidine 81.5 mcg/ml at a dose of 0.500 mcg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. No longer applies to this event. If information is provided in the future, a supplemental report will be issued.